Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found only a fragment of the screw was stuck inside an extraction bolt hole (309.290). With available information a complete potential cause for this condition cannot be established, considering this was found during a loan kit inspection. Properly handling and attention to the approved use of the device diminishes the risk of failure. Complete screw was not returned for analysis; it appears threads have been broken off. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was performed removing devices together and failed. The overall complaint was confirmed as the observed condition of the unk - screws: trauma would have contributed to the complaint device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported on (B)(6) 2024 during loan kit inspection, by the loan kit technician it was identified that the extract bolt is blocked. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. During manufacturer's preliminary examination of the returned unknown screw it was identified that the device was unable to disassemble. This report is for one (1) unknown screw this is report 2 of 2 for complaint (B)(4).